Event description:
It was reported that the black plastic piece by the legrest on a m91 powered wheelchair was sharp and cut the dealer on the leg when working on the chair. The dealer called 911 and had lost 2 1/2 pints of blood. No additional information is available.